Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 24 mg/dl. The customer stated that she was cooking, passed out twice that day and ems was called. Customer's daughter contacted the health care professional who insisted that the customer go to the ER for the low blood glucose. Date of hospitalization (B)(6) 2017. Daughter stated the customer stayed long enough to treat the blood glucose and was released the same day. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.